Manufacturer narrative:
(B)(6) 2018. The customer contacted philip's technical support to troubleshoot the issue and ordered a new battery. No parts were returned for evaluation, therefore a root cause could not be established.

Event description:
It was reported that the ventilator battery was not charging. There was no patient involvement. The event date was not specified, estimate used.